Manufacturer narrative:
The main device, other components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 1.084 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient noted a fluid leaking from pump pocket site, which was located in the patient¿s lower right flank on her backside on (B)(6) 2016. The leaking resolved that day, then reappeared on (B)(6) 2016. A pump exploration surgery took place on (B)(6) 2016. When the pump incision site was opened, approximately 350 ml of dark brown fluid were suctioned out. The attending neurosurgeon believed that this was blood. The swab from the pump incision site was sent for culture and sensitivity/ antibiogram, and a gram stain. The pump site was irrigated with bacitracin. While the catheter was still attached to the pump, the catheter access port (cap) was accessed with a 24-gauge non-coring needle and easily withdrew a clear liquid, which was sent for aerobic and anaerobic cultures. Neurosurgeon felt that the mesh material that was in the pump pocket was contributing to the apparent bleeding, so the mesh material was explanted. According to the hcp, the pump remained in the same infusion rate prior to the exploration surgery. A total of 9 cm were trimmed off the existing catheter for a newly implanted length of 60 cm so the catheter would lie better. Post-op catheter length was programmed to account for the new length of the catheter. The patient was admitted to ¿in-patient¿ for two days for observation. The patient¿s medical history included spasticity, kidney stones, hip surgery, colectomy, colostomy, hernia repair, urostomy, appendectomy, cholecystectomy, hysterectomy. The patient¿s concomitant medications included vitamin c, atorvastatin, baclofen, cholecalciferol, enoxaparin, methenamine hippurate, nortriptyline, percocet, warfarin at unknown concentrations and dosages.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Updated to incorporate additional information regarding laboratory analysis results.

Event description:
Additional information was received from a manufacturer's representative on 18-oct-2016. It was reported that the mesh that was suspected as causing the bleeding was not a product associated with the manufacturer. Lab results were also reported for the wound culture, csf culture, and surgical pathology. Anaerobic and aerobic cultures were negative for the wound culture and the gram stain was 1 plus pmn. The csf culture was negative for anaerobic, aerobic, and gram staining. The surgical pathology report was also negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.